Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 28-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-aug-22 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the system was infected. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. No diagnostics or troubleshooting were performed. The actions/interventions were taken to resolve the issue were unknown, but it was indicated that the pump was explanted. The catheter remained implanted and out of service. The issue was considered resolved at the time of report. The patient's status was alive - no injury and no further complications were reported or anticipated.